Event description:
The account alleged the head of the bed was drifting down slowly. No pt impact.

Manufacturer narrative:
The account replaced the cardiopulmonary resuscitation valve to resolve the issue.